Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional a left side possible leaking saline implant" and "pain and burning". Device remains implanted.

Manufacturer narrative:
Reason for reoperation: device deflation.

Event description:
Healthcare professional right side "possible leak in saline breast implant" and "pain and burning". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - no openings were observed on the device or issues related with the complaint.